Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Will not stop spraying after release. Fs log# (B)(4). Wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Investigation. X-review DHR x-inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 04/03/2018 under work order (B)(4) and sold on 04/13/2018. Manufacturing record review: DHR-226587 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned repair log 98912 this unit was at csi on 08/08/2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the main valve plunger seal being cracked and worn. This is being attributed to normal wear and tear. Fault code: no fault . Failure code: wear and tea. *correction and/or corrective action . The complaint unit was repaired and returned to the customer. The main valve plunger seal was replaced. The unit was tested and found acceptable. *preventative action activity . Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Will not stop spraying after release. Fs log# (B)(4). 1216677-2022-00241 wallach ultra freeze (B)(4) e-complaint-(B)(4).